Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called in to report receiving a "sensor updating" alert and also experienced a high blood glucose (bg) event of 437mg/dl. The event involved product(s) unk_reservoir, mmt-1884, unomedical,unk_sensor. The customer was using a 780g system with a guardian 4 transmitter (mmt-7841zn), and the sensor was inserted in the back of the upper arm. The "sensor updating/sg value not available" alert did not persist for longer than three hours. The customer declined further troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further customer complications were reported. No product replacement or return is required for unk_reservoir,mmt-1884,unomedical,unk_sensor.